Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(4). This is an initial final report submission. Review of the most recent repair record determined the motor ran erratically and that when pressure is applied to the oscillator the unit stalls. The motor, handpiece switch, bearing pack, o ring, seal, reciprocating arm, harness plug assembly, and width plate screws were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was in need of repair for unknown reason. Upon product evaluation investigation the device was found with erratic motor speed; a reportable malfunction. No adverse events were reported as a result of this malfunction.